Event description:
The device was used during a pancreatectomy procedure. Reportedly, bleeding was observed at the application site. The surgeon resected the incomplete staple line and applied another device. The hosp has reported that the pt's condition is satisfactory.

Manufacturer narrative:
Device not available for eval.